Manufacturer narrative:
A follow up report will be issued once the investigation is complete.

Event description:
It was reported that a delta xl monitor was turned off and in the docking station in the pacu area. A staff member smelled smoke and went to the area and it was reported that the delta xl monitor was on fire. The fire was put out with a fire extinguisher and the fire department called. The pacu (post anesthesia care unit) sustained damage. There was no patient involvement. There were no injuries.

Manufacturer narrative:
Visual inspection of the battery from photos that were submitted following the fire in addition to a draeger representative inspecting the cited device at the insurance company confirmed that the (B)(6) monitor had a non-draeger battery installed. The root cause was determined to be a result of using non-approved draeger batteries. The delta vf9 instructions for use cautions the user: it is strongly recommended that you use batteries that are provided by draeger. The use of non-approved batteries may damage the device. There was no malfunction of a draeger device. This concludes our investigation.

Event description:
Please refer to the initial report.